Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wings on a bd nexiva¿ closed IV catheter system are coming apart from the tubing.

Manufacturer narrative:
H.6. Investigation: a DHR was performed for the reported lot#. The lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans qn (B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans although no sample was returned for evaluation and the failure could not be confirmed, this issue is currently being investigated under CAPA 684099.

Event description:
It was reported that the wings on a bd nexiva¿ closed IV catheter system are coming apart from the tubing.

Manufacturer narrative:
The correction is as follows: d.1. Medical device brand name: bd nexiva¿ closed IV catheter system.

Event description:
It was reported that the wings on a bd nexiva¿ closed IV catheter system are coming apart from the tubing.